Manufacturer narrative:
This report is submitted on january 31, 2020.

Event description:
Per the clinic, the patient experienced pain with crusting and bleeding at the abutment site. Subsequently, the abutment was removed and the patient was treated with two courses of antibiotics (date not reported).